Manufacturer narrative:
The quality control for trig looked good. The result difference between the serum and plasma samples was confirmed for one patient using a beckman coulter. A patient serum and plasma sample were tested on a c501 analyzer and the differences with the trig results were confirmed. It was discovered that the samples tubes used by the customer caused higher trig results compared to other tube types. It was concluded that neither the analyzer nor the reagent were responsible for the discrepancies.

Event description:
The customer alleged they received questionable triglyceride (trig) results on their c501 analyzer. The customer stated they were seeing a difference between trig results from serum versus plasma samples. The customer repeated the plasma samples and the results were the same. There were no problems with other assays. The customer tested the serum and plasma samples on a beckman coulter analyzer and the results were the same as on the c501 analyzer. The customer provided data for nine samples, seven of which had reportable malfunctions. Information on whether the samples were from the same patient or different patients was requested but not provided. The specific date of this event was requested but not provided. The serum trig result from the first sample was 5.02 mmol/l. The plasma trig result was 2.35 mmol/l. The serum trig result from the second sample was 4.13 mmol/l. The plasma trig result was 2.28 mmol/l. The serum trig result from the third sample was 2.53 mmol/l. The plasma trig result was 0.77 mmol/l. The serum trig result from the fourth sample was 2.5 mmol/l. The plasma trig result was 1.07 mmol/l. The serum trig result from the fifth sample was 1.83 mmol/l. The plasma trig result was 0.61 mmol/l. The serum trig result from the sixth sample was 2.24 mmol/l. The plasma trig result was 0.73 mmol/l. The serum trig result from the seventh sample was 4.72 mmol/l. The plasma trig result was 2.44 mmol/l. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether there were any adverse events was requested but not provided. The trig reagent lot number was 696549 and the expiration date was 03/30/2015.

Manufacturer narrative:
This event occurred in (B)(6).